Event description:
It was reported a vns therapy patient's generator failed to communicate with the vns programming system. Additional communication attempts were made with a separate programming system, but these attempts were also unsuccessful. Both programming systems successfully interrogated a demo generator. It was believed to be at end of service as the "patient was implanted in 2005." Good faith attempts to obtain additional information have been unsuccessful to date.